Event description:
It was reported to philips that the shutters were not available, which will impact the imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.